Event description:
It was reported that during interrogation, the pulse generator exhibited a telemetry anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.